Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered the wrong amount for the carbohydrate ratio setting. Tandem's technical support assisted the customer with changing the setting. There was no impact to blood glucose.